Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that a long-term hemodynamic catheter was implanted within a patient via subclavian access on (B)(6) 2019. The dermal cuff on the catheter did not adhere to patients' tissue until (B)(6) 2019 when the suture was removed from the suture wing on the catheter. On (B)(6) 2019 the entire catheter came out of the patient, while the patient was cleaning and disinfecting the insertion site. The patient was able to stop the bleeding and visited the hospital the next day. On (B)(6) 2019 a new device was placed. The amount of bleeding is unknown, no blood transfusion was required according to the hospital. The patient required admission and hospitalization for subcutaneous fixation of a new catheter. No adverse event to report. As of (B)(6) 2019, the patient remained hospitalized and continued dialysis completed via femoral route.